Event description:
It was reported that patient had right knee swelling and stiffness, resolved with manipulation under anesthesia; moderate right knee effusion with no drainage; and right knee pain worsening with a steroid injection ordered.

Manufacturer narrative:
Additional information: please review attached for the investigation results.